Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one of treprostinil cadd cassettes alarming no disposable on both pumps and during troubleshooting when placed on pump in stop mode resulted in steady beeping without alarm. No further details provided. No patient injury.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) .